Event description:
It was reported that the bd needle sftygld 25x1 rb had a syringe needle connectivity issue. The following information was provided by the initial reporter: ahs mdip reference number (ID): (B)(4). Date of incident): (B)(6) 2025. Site name/location: (B)(6). Level of harm: minimal harm. Ahs optional report to (B)(4) (health canada): incident details: when administering an immunization, the needle separated from the syringe, spraying vaccine. Who was affected? Patient, needed to be reimmunized. Procedure: immunization injection. Device information. Device name/description: needle. Hypodermic safety 25ga x 1 in. Manufacturer: becton dickinson canada inc. Manufacturer code/model: 305916. Serial or lot number: unknown. Supplier: (B)(4). Supplier catalogue number: 308-305916. Was the device retained? No.

Manufacturer narrative:
As neither a lot number nor a sample was available for this incident, a complete investigation could not be confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.